Event description:
It was reported that after the patient's system was revised in 2008, the patient developed an infection and was hospitalized due to the event. Antibiotics were prescribed to help with the infection. The patient responded to the treatment and did not need surgical or any other intervention. Good faith attempts to obtain additional information regarding the reported event have been unsuccessful to date.

Manufacturer narrative:
Device manufacturing records were reviewed. Review of manufacturing records confirmed sterilization for both the generator and lead prior to distribution.